Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4). Analysis of the pump, model# 8637-40, sn (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to gear wheel 3.

Event description:
Information was received from a manufacturer representative via a healthcare provider (hcp) regarding the delivery of morphine (10mg/ml, .060mg/day) and bupivacaine (6.0mg/ml, 0.0362mg/day) in an implantable infusion pump for non-malignant pain and failed back surgery syndrome. The pump depleted prematurely. The patient experienced symptoms of drug withdrawal and increased pain. These symptoms were the reason the patient sought medical care. The pump was interrogated and the healthcare provider's (hcp) office and the event logs indicated a motor stall occurred and never recovered. The reporter denied any mris taking place around of the time of said motor stall. The pump was replaced on (B)(6) 2015. According to the accompanying event log, a motor stall and "stopped pump period may exceed tube set" occurred. The time to estimate elective replacement indicator (eri) was 14 months. The issue was thought to have been resolved with pump replacement. The patient was under the care of his pain hcp for management. Additional information was requested from the hcp regarding if the cause of the motor stall was determined. History: previous back surgery.

Manufacturer narrative:
(B)(4).